Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg had moved and was causing pain. It was noted that there was no skin breakage but when the ipg site was bulging, the patient could not walk. The patient was prescribed with antibiotics and was doing well. No further information could be obtained.